Manufacturer narrative:
(B)(4). This MDR was originally filed on (B)(6) 2016 to an esubmissions test account. No ae reported. Additional information and the return of the device has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification when manufactured. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
A jaw broke on a uniglide femoral extractor. This occurred outside of surgery.

Event description:
A jaw broke on a uniglide femoral exptractor. This occurred outside of surgery.

Manufacturer narrative:
Additional information and the return of the device were requested. The returned device was measured, where possible/where little damage was present, and was found to conform to specification . The device manufacturing records were identified and reviewed: it was found that the device conformed to specification at the time of manufacture. It was concluded that the reported damage to the device occurred through repeated intended use. No ae has been reported. Please note: this event did not occur in the USA. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA.